Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the new pt study was found to be unsaved after a power off and restart of the workstation. There is no report of death or serious injury.